Event description:
Customer reports, "tube inserted to replace one pt pulled out previous night. X-ray showed tube coiled in distal esophagus. Tube reinserted but resistance felt about 2" from end of dot on tube. Tube retracted partially and blood on tube. Unable to get past place of resistance. Attempt made to remove tube. Removed all of tube, but resistance felt at the point at which the weighted end of tube would not come out through the nose. Extra lubricant applied, tube gently manipulated-pushed in pulled out, insertion wire removed. Dr secured the tube from the back of the pt's throat and pulled it out of the mouth. Tube cut. Both parts of tube removed. "Follow-up info indicated the bleeding was "very minor and it was related to the manipulation of the device."